Event description:
The customer alleged that the foot end jack extended as the patient was moved onto the fowler section of the stretcher. There was patient involvement, but it is not known if there was adverse consequences to report.

Manufacturer narrative:
The technician could not find anything wrong with the unit and the unit operated to specification. Manufacturer's investigation is ongoing. If additional information is received a follow-up report may be submitted.